Manufacturer narrative:
Patient is over 18 years old. A visual examination of the returned device revealed that the stent showed signs of contamination, which indicates that it had been used inside the patient. Additionally, the edges of the stent were found to be partially destroyed/mashed. A function analysis could not be performed as the delivery system was not returned. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no similar complaints exist for the specified batch. Based on the evaluation conducted and the details of the complaint, a definitive root cause could not be determined.

Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was attempted to be implanted within the esophagus of a patient on (B)(6), 2012 during a stent placement procedure. According to the complainant, no issues were noted to the device prior to the stent placement. During the procedure, the stent delivery system could not cross the esophageal lesion. The device was subsequently removed from the patient, and the procedure was completed with an ultraflex stent. There were no patient complications as a result of this event. The patient was reported to be in stable condition post procedure. Based on the investigation results, which indicate that the stent was returned partially destroyed/mashed, this is a reportable event.